Event description:
It was reported that the right ventricular [rv] lead high voltage and superior vena cava lead impedance trends were unstable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2011 and (B)(4) 2011. Weekly hv-lead impedance trend data shows high impedance for min and max defib active can on impedance and min and max svc defib impedance equals 116 to 254 ohms range between (B)(4) 2011 and (B)(4) 2012.